Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device stopped working due to a fluid leak. It was detailed that the source of the fluid leak was a fracture in the tubing of the preconnect system. All components were removed and replaced with no patient complications.